Event description:
According to the reporter, during a laparoscopic surgery, during fixation of the mesh, the three tackers had an unknown issue. The patient was taken back to the operating room to correct the fixation.

Manufacturer narrative:
D10 concomitant products: abstack30 abs fixation device 30 tacks - (lot#n5c2235y); abstack30 abs fixation device 30 tacks - (lot#n5c1752y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the shaft was bent. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The product analysis also found that the pinion gear was damaged. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is excessively manipulated during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. A minimum of 4.2 mm thickness of tissue over underlying bone, vessels, or viscera is needed for full engagement of the tack. In addition, thicker prosthetic material may compromise full engagement of the tack. Material thickness should be carefully evaluated prior to application of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.